Event description:
It was reported by the patient that the pod's cannula did not deploy indicating needle mechanism failure. The blood glucose levels reached 300 mg/dl. The patient mentioned calling the doctor but the patient did not receive any treatment or having to go to the hospital. The doctor recommended to change the pod.

Manufacturer narrative:
Additional information was received by the patient so supplemental was required, here are the things updated: b5 updated to "it was reported by the patient that the pod's cannula did not deploy indicating needle mechanism failure. The blood glucose levels reached 300 mg/dl. The patient mentioned calling the doctor but the patient did not receive any treatment or having to go to the hospital. The doctor recommended to change the pod." H6 health effect - clinical code changed from e2403 to e1205.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.n986usqsehyh1 hardware: sm-n986u cgm sensor type: g7.